Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 year after the dental implant was installed in intraoral region #12, its non-osseointegration was observed. The implant was first installed without immediately loading. Then, 6 months after the installation, the implant was put to function. The patient presented bone type iii and bone graft was executed.